Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were not evaluated because this lot had already expired at the time of investigation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m would not fill up to the fill line and often jumped off the tube after blood collection while removing the tube.